Event description:
It was reported that, during an ent surgery, the black insulated rod of the wand came into contact with the oral skin and caused a burn. The lips were burned and the lip was injured due to the burn, the area in contact with the mouth turned white. The patient was treated with medical aesthetic department repair. The procedure was resumed, with a significant delay, using an equivalent sn back-up. Additional anesthesia was required. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H2: additional information: b5.

Manufacturer narrative:
H11: h2: corrected information on: h6 (clinical code). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined due to the limited clinical information provided. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A clinical evaluation states that a photo of the burn was provided for review, and the burn appears to be a second degree/ partial thickness burn. The photos provided also show that a metal mouth gag was used during the procedure. The IFU warns that ¿do not contact metal objects while activating the wand, as it may damage the tip and/or shaft insulation causing malfunction or injury. Avoid contact with metal surgical instruments (such as a mouth guard) as they may pass current to the patient or user and result in burns.¿ and ¿care should also be taken to ensure surrounding tissue is properly monitored.¿ based on the limited information provided we are unable to conclude on factors known to contribute to the alleged report. As of this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during an ent surgery, the black insulated rod of the wand came into contact with the oral skin and caused a burn. The lips were burned and the shape was damaged, the area in contact with the mouth turned white. The patient was treated with medical aesthetic department repair. The procedure was resumed, with a significant delay, using an equivalent sn back-up. Additional anesthesia was required. No further complications were reported.